Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient told the hospital that the cycler leaks solution. Upon follow up, the pdrn confirmed that a fluid leak occurred within the cycler door during the patient¿s peritoneal dialysis (pd) treatment. The date could not be confirmed. The pdrn could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned. Additional information was requested, however was not available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient told the hospital that the cycler leaks solution. Upon follow up, the pdrn confirmed that a fluid leak occurred within the cycler door during the patient¿s peritoneal dialysis (pd) treatment. The date could not be confirmed. The pdrn could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned. Additional information was requested, however was not available.